Event description:
It was reported that this inflatable penile prosthesis (ipp) required revision due to a tubing rupture between the pump and the right cylinder. A surgical procedure was performed in which the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) required revision due to a tubing rupture between the pump and the right cylinder. A surgical procedure was performed in which the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a detailed analysis. Both cylinder kink resistant tubing (krts) were microscopically examined and leak tested. The inspection revealed holes and leaks in both krts consistent with sharp instrument damage. Microscopic examination of the pump identified contamination with bodily fluid, and the krts on the pump were worn to the filament. The pump passed the leakage test. The spherical reservoir was also examined microscopically and showed wear at a fold in the reservoir shell, but it passed the leakage test. Based on the available information and analysis results, the sharp instrument damage was determined to be a secondary condition, and a definitive cause for the reported event could not be established. Therefore, a conclusion code of cause not established has been assigned.

Event description:
It was reported that this inflatable penile prosthesis (ipp) required revision due to a tubing rupture between the pump and the right cylinder. A surgical procedure was performed in which the components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a detailed analysis. Both cylinder kink resistant tubing (krts) were microscopically examined and leak tested. The inspection revealed holes and leaks in both krts consistent with sharp instrument damage. Microscopic examination of the pump identified contamination with bodily fluid, and the krts on the pump were worn to the filament. The pump passed the leakage test. The spherical reservoir was also examined microscopically and showed wear at a fold in the reservoir shell, but it passed the leakage test. Based on the available information and analysis results, the sharp instrument damage was determined to be a secondary condition, and a definitive cause for the reported event could not be established. Therefore, a conclusion code of cause not established has been assigned.